Event description:
Customer reported an unexpected positive reaction in the anti-b well of a donor confirmation testing assay ( fwd_aborh) on galileo. The unit typed as ab-negative on the galileo and when retested in tube was found to be the expected a-negative type.

Manufacturer narrative:
Review of the instrument images revealed agglutination in the anti-b well, which accounted for the abo discrepancy. Spots were observed on the plate image, suggesting the occurrence of splatter. The customer inspected the damper on the reagent probe. She reported that the damper was "way down" from the bottom of the probe adaptor; she stated it is now pushed upwards in the upper most position. There have been no recurrences of abo discrepancies. Splatter or incorrect position of the damper on the reagent probe may have caused the unexpected reactivity. The instrument is operating as expected.